Manufacturer narrative:
Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that on (B)(6) 2020 a minerva procedure was conducted in a (B)(6) years old, high bmi, patient suffering from aub (e), with history of two cesarean deliveries. Pre-operative hysteroscopy and the cavity appeared to be without pathology, however the endometrial tissue appeared suspect. D&c followed by frozen section assessment for neoplasia was performed and came back negative. The patient sounded to 10-cm, cervix was measured at 3-cm and the cavity was calculated to be at 7-cm, and the device was set to 6.5-cm. Hegar cervical dilators were used to dilate to 7-8-mm, exact value unknown. Minerva dilator was used for measurement of the length of the endocervical canal, but not for the final dilation. The minerva device was inserted and deployed. Doctor could not recall if the device was in red or green but commented that insertion was a very tight fit. Uit was initiated and passed on the first attempt, which was followed by a 2-min ablation cycle. Upon completion, the device was unlocked and removed. Post-ablation hysteroscopy was attempted, but adequate visualization could not be established. The patient was discharged shortly after the procedure. On (B)(6) 2020 the patient went to the ER reporting acute abdominal pain and distention. CT scan was performed, and bowel obstruction and/or ileus was suspected. The patient was admitted to the hospital. A second surgical opinion was requested, following which, a decision was made to take the patient to the or. Laparotomy was performed. Uterus was remarkable for presence of a perforation on the posterior wall, without evidence of thermal effect (blanching) on uterine serosa. A perforation of the small bowel was identified and managed by performing bowel resection and end-to-end anastomosis. No evidence of thermal damage (blanching effect) was present anywhere in the abdominal cavity. The patient recovered and discharged on (B)(6) 2020.